Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted there were impedance measurements greater than 2000 ohms on the right ventricular (rv) lead beginning two days after the implant procedure. All other measurements were appropriate and no noise was present. Boston scientific technical services (ts) reviewed the device information and noted that after an initial impedance measurement of about 1000 ohms, there was a sudden increase and now the measurements have stabilized around 1900-2000 ohms. No further testing was performed. No adverse patient effects were reported.